Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown/ right essure coil missing') in an adult female patient who had essure (batch no. B97498) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included induced labor in (B)(6), toxemia (during pregnancy) in 1999, gravida (9), parity 5 (deliveries on (B)(6)) and elective abortion (4). On (B)(6) 2014 urine pregnancy test: negative. Concurrent conditions included overweight. In (B)(6) 2014, the patient experienced back pain ("lower back pain"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("birth - no complication/ pregnancy"). On an unknown date, the patient experienced device expulsion ("expulsion"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, back pain and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered back pain, device dislocation, device expulsion, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: essure insertion date: (B)(6) 2013 (discrepancy noted), (B)(6) 2014. Insertion details: the number of expanded coils that appeared trailing into the uterine cavity was between 6-8. Pregnancy outcome: live birth without complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Imaging procedure - in (B)(6) 2017: imaging test confirmed missing right essure coil. Lot number: b97498, manufacture date: 2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jun-2021: quality safety evaluation of ptc (product technical complaint). Event "migration of essure device location of device: unknown/ right essure coil missing" was upgraded to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.